Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the adhesive around light guide lens was peeled due to stress. Whereas, it is likely the forceps elevator had a burn due to a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator had a burn and the adhesive around light guide lens was peeled. There was no patient involvement.